Event description:
A cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, inspected the cartridge, confirmed the o-ring was intact, and successfully completed the load process on the pump to resume insulin delivery.